Manufacturer narrative:
Concomitant product: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v331504, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v285124, implanted: (B)(6) 2009, product type: lead. Product ID: 3550-05, lot# n221537, implanted: (B)(6) 2009, product type: accessory. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3550-05, lot# n221537, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Information was received from the patient that reported they didn't feel the deep brain stimulator (dbs) was working anymore. The device was helping to control his tremors but now they had moderate head and neck tremors. The patient was implanted for essential tremor. Further follow-up is being conducted to determine what steps were taken to resolve the head and neck tremors. If additional information is received, a follow-up report will be submitted.